Event description:
On 11/04/2008, the patient reported that 2 months ago, the plunger of the insulin cartridge became stuck to the piston rod of the infusion device. He stated that 1/4 of a cartridge of insulin spilled out into the cartridge compartment of the infusion device and he "swabbed it out real good" and "blew in it" to dry it. He reported that now the cartridge compartment looks "foggy". He was assisted with switching to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.